Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screw's hex stripped and therefore, the screw could not properly be removed. The surgeon had to drill the screw away causing damage to the driver.

Manufacturer narrative:
As seen in the attached image of the stripped tip, the driver has yielded in the clockwise (tightening) direction. The damage on the driver would indicate that the driver was being used in the tightening direction when the damage occurred. If the damage occurred during this procedure, it would indicate that the driver was being used in the incorrect direction for removal. It is possible that the damage to the driver was preexistent to this procedure. If the driver had this damage prior to the procedure, it should have been replaced due to excessive wear. Both of these scenarios would indicate that there was some form of user error that led to the driver being unable to remove the distal radius screw. A product history search for the driver shaft revealed no additional complaints against the related part and lot combination. The t8 ao quick connect driver was returned in conjunction with this complaint. The returned driver showed signs of stripping. The device history records for the driver were reviewed and all records were found to be conforming to the specifications and mis. Dimensions were found conforming to print specifications where measured. No products were returned and no lot numbers were provided for the distal radius screw and plate involved with the complaint, so no determination can be made about these products versus their specifications.